Manufacturer narrative:
The manufacturer had previously reported that a ventilator had failed service testing and the devices blower motor was replaced to address the issues. The blower motor was not replaced and the device was scrapped per the customers request.

Event description:
The manufacturer received information alleging a ventilator was failing service testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.